Event description:
The customer reported that a generator error failure occurred on the system.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep checked the system over and could not reproduce the problem, but did find multiple error codes in the event log file. He found a generator error, overload fault, control panel error, and fast stop. He could not reproduce any errors. He did find ground wire in ac plug loose. He tightened lugs on ac plug. He also cleaned out the interconnect connection, and tighted the lemo connector. Everything seems to be working as intended.